Event description:
It was reported the patient had lower stomach pain. The patient was feeling stimulation in their throat while urinating. Their throat had a tense sensation in the back. Stimulation sensation increased in intensity as their bladder filled up. The patient had tried decreasing stimulation. The patient went to the hospital twice and a CT showed that nothing was wrong. There was no known accident or incident related to these issues. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v003431, implanted: 2006-(B)(6), product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).